Event description:
Per the report received from united kingdom, a 6900ptfx25 valve, implanted in the mitral position, was planned for a valve-in-valve procedure after an implant duration of five (5) years and nine (9) months. The planned reintervention was reported in the context of increasing transvalvular gradients and patient-prosthesis mismatch (ppm), with high body mass index (bmi) noted as a contributing factor potentially worsening the hemodynamic performance of the valve. One month post-implant, the valve demonstrated a mean transvalvular gradient of 4.8 mmhg. At two years post-implant, the mean gradient was reported to be between 5.39 and 5.98 mmhg. At four years and eleven months post-implant, the mean gradient increased to 8-9 mmhg. At five years and four months post-implant, the valve presented with a mean gradient of 22 mmhg, which subsequently improved to 13 mmhg two weeks later following medical optimization. The patient presented with shortness of breath, heart failure, and ankle edema. To facilitate the planned intervention, a septal ablation was performed approximately two weeks after notification to create additional space, due to the surgeon's concern regarding the potential risk of left ventricular outflow tract obstruction (lvoto) following implantation of either a 23 mm or 26 mm transcatheter valve. Once regression of the basal septum is achieved, the valve-in-valve procedure is expected to proceed; however, the surgeon has requested additional guidance prior to intervention.

Manufacturer narrative:
Information added, updated, or corrected to section a3, b5, b7, d1, d4 (model number, serial number, expiration date), d6 (implant date), g4 (PMA or 510(k) number), and h6 (component code, health effect - clinical code, device code, type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it remains implanted. This event, or its consequences, is a known anticipated risk or potential adverse event included in the instructions for use (IFU). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates that the main hemodynamic consequence of ppm is the generation of higher than expected gradients through an otherwise normally functioning bioprosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, increased cardiac events, and lower survival. Improperly sized valves with ppm can accelerate the development of early degenerative changes and lead to premature prosthetic valve dysfunction, with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon associated with bioprosthetic valves, it is most commonly related to patient anatomical factors, particularly after long implant durations. When identified intraoperatively or in the early post-operative period, ppm is more likely related to procedural factors, including patient assessment and valve model and size selection. There is no evidence to suggest that a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including the patient's high body mass index (bmi). As no edwards device defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, a 25mm perimount edwards valve of unknown model implanted in mitral position was planned for a valve-in-valve procedure due to degeneration after unknown implant duration. To facilitate the planned intervention, a septal ablation was performed approximately two weeks after notification to create additional space due to the surgeons concern regarding the potential risk of a left ventricular outflow tract obstruction (lvoto) following implantation of either a 23 mm or 26 mm sapien 3 valve. Once regression of the basal septum is achieved, the valve-in-valve procedure is expected to proceed however the surgeon has requested further guidance.